Event description:
As reported the shaft sheared apart during the treatment of a lesion on a 90+ turn in the cx. Physician stated that the catheter delivered as expected and without any resistance. The balloon was inflated six times and then completely removed from the patient. Outside of the patient's body, the back end of the catheter sheared off.